Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for pump error the motor arm cannot communicate with the main arm. Insulin pump also alarmed for software error. Customer's blood glucose was 160mg/dl at time of incident. Customer declined to troubleshoot for the alarms. Customer advised to monitor the pump. Insulin pump will not be return for analysis.